Event description:
It was reported a vns therapy programming computer screen would freeze intermittently. Troubleshooting confirmed the handheld was performing as intended; however, the issue persisted. The programming system was returned to the manufacturer and analysis confirmed proper device function. This event has been previously duplicated with this particular handheld model.